Event description:
The pt experienced an overdose and went into respiratory arrest. The hcp placed a large magnet over the pump to stall the motor of the pump. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
.